Manufacturer narrative:
Initial.

Event description:
It was reported that a user replacing a dexcom g7 continuous glucose monitor (cgm) sensor experienced lack of readings and difficulty pairing overnight, with notifications indicating dosing would stop soon; during troubleshooting the user chose to replace the sensor and proceed with a new sensor, consistent with intermittent communication failure involving the transmitter¿s antenna/electromagnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.